Manufacturer narrative:
Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t066382. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). .

Event description:
It was reported that the patient with this implantable neurostimulator (ins) and tined lead was not experiencing symptom relief and was experiencing discomfort in the ins pocket caused by migration. Reprogramming was attempted; however, the tined lead and pocket were revised. The patient is doing well, and their symptoms are well managed.